Manufacturer narrative:
Serial number, exp. Date, UDI: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -10.5 diopter, into the patient's left (os) eye. The surgeon reports refractive surprise, blurry vision, narrow angles, and "1+ pigmented cell". The lens remains implanted and the cause of the event is reported as unknown. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Claim#: (B)(4).